Event description:
Patient reported unknown side "lump in the breast, diagnosed capsular contracture baker grade unknown, pain and experiences mild discomfort under the arm, near the armpits and on the sides of the breast" and "got concerned". The device remains implanted. Healthcare professional reported "cyst on the skin" and seroma. Baker grade confirmed as IV.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: seroma-late.

Event description:
Patient reported right side "lump in the breast, diagnosed capsular contracture baker grade unknown, pain and experiences mild discomfort under the arm, near the armpits and on the sides of the breast" and "got concerned". Healthcare professional reported "cyst on the skin" and seroma. Baker grade confirmed as IV. The device has been explanted.

Manufacturer narrative:
The event of capsular contracture baker grade unknown is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Patient reported unknown side "lump in the breast, diagnosed capsular contracture baker grade unknown, pain and experiences mild discomfort under the arm, near the armpits and on the sides of the breast" and "got concerned". The device remains implanted.